Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change the user awoke with high blood glucose with a reported value of 300 mg/dl and discovered that the cartridge vial was not seated in the connector, resulting in delayed insulin delivery on the ilet system. The user disconnected, reinstalled the vial, confirmed drops through new connector and tubing were available, reattached, and resumed delivery, after which glucose trended down. Symptoms included hyperglycemia with headache, thirst, and increased urination, and the system displayed high glucose and low insulin notifications. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a use-of-device problem related to incorrect supply change steps, with no specific component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.